Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump battery, the pump shut off unexpectedly. Customer removed pump from the power supply and upon recharging, battery gauge was fully charged. Pump history showed low power alerts/shutdown alarm occurred prior to pump shut off. There was no reported adverse impact to customer's blood glucose. Reportedly, customer resumed pump therapy.